Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a hernia repair procedure upon opening the device which should have had part number 0313 instead had 0313m inside. Two other devices were opened with the same incorrect 0313m part inside. An alternate lot# with the correct part inside was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 7/16/2018. Investigation summary: received 8 each of lot 176478. During visual inspection, found the incorrect part was manufactured for the product ID. The product is actually a 0313m but should have been a 0313. A review of the DHR shows this product was originally manufactured to specifications and there is no evidence of device defect or malfunction.